Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ shielded IV catheter hub during the insertion. The following information was provided by the initial reporter: "in 2018 my son was admitted to the hospital while at the hospital a nurse attempted to insert a bd insyte autoguard shielded i.v. Catheter into my son's left arm for the purpose of infusing medications and other fluids. The first stick was unsuccessful. Another nurse entered the room and successfully inserted a new bd insyte autoguard shielded i.v. Catheter. However; during insertion I observed significant blood spillage through the hub of the catheter which appeared to be the result of the lack of venous compression during the insertion procedure. The nurse tried to clean up the excess blood but some blood remained under the dressing."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received two photos of a 20ga x 1.16in. Insyte autoguard device. Through the visual inspections of the provided photos, media was discovered in the adapter connected to a patient and media was on the skin of the patient which was most likely caused by leakage. The media appears to be leaking out of the adapter; therefore, the reported issue was confirmed. Without the actual sample, further testing could not be performed in order to determine a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ shielded IV catheter hub during the insertion. The following information was provided by the initial reporter: "in 2018 my son was admitted to the... Hospital... While at the hospital a nurse attempted to insert a bd insyte autoguard shielded i.v. Catheter into my son's left arm for the purpose of infusing medications and other fluids. The first stick was unsuccessful. Another nurse entered the room and successfully inserted a new bd insyte autoguard shielded i.v. Catheter. However during insertion I observed significant blood spillage through the hub of the catheter which appeared to be the result of the lack of venous compression during the insertion procedure. The nurse tried to clean up the excess blood but some blood remained under the dressing."